Event description:
It was reported that during a tonsillectomy procedure using a procise max wand, the wand suction would not activate. The surgeon opted to complete the surgery using traditional suturing methods with competitor's product. There were no significant delays or pt complications reported as a result of this event.